Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had an error 216 is coming in display scope communication error. The issue occurred during preparation for use/ test period for a therapeutic retrograde intrarenal surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported; the camera head had an error 216 is coming in display scope communication error. The issue occurred during preparation for use/ test period for a therapeutic retrograde intrarenal surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.